Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during meniscus repair surgery, the t2 of a fast-fix 360 fell off and remained in the patient. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The t anchor implants are implantable, so biocompatibility is not an issue. The patient impact was determined to be the retained t anchor implants. Local irritation/discomfort, and/or migration of the implant should not be ruled out. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an unintended actuation of the device. Based on this investigation, the need for corrective action is not indicated.